Event description:
Synvisc reaction [adverse reaction]. Could not bear any weight on the injected site [weight bearing difficulty]. Knee started to hurt [arthralgia]. Knee became swollen [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a male consumer, initials (B)(6). The pt had a history of a total knee replacement to the left knee in 2006. On a doctor's office visit in (B)(6) 2008, it was suggested that the pt start synvisc on his right knee because he wanted to put off surgery. The pt was injected with synvisc on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008 and (B)(6) 2008. On (B)(6) 2008 the pt's knee started to hurt and by (B)(6)2008 the pt could not bear any weight on his injected site. The knee became quite swollen. The pt reported that he lost one month of work until the doctor could do a full knee replacement. The pt reported that the doctor told him it was rare but synvisc caused a reaction that created the need for another total knee. The pt was upset and ended up losing another three months of surgery. As of the date of receipt of this report, the pt's outcome was unk.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.